Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ nor x-rays provided to confirm the reported event. No product malfunction reported patient remained stable and wound was closed. Potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessel..." "...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury..."

Event description:
During an extreme lateral interbody fusion procedure on the l3-4 levels the vena cava was damaged. Patient was placed in supine position and the vascular and general surgeon accessed the abdomen and controlled the bleeding. Patient was stabilized and the implant was placed. The patient remained stable and the wound was closed. Patient is reported to be recovering well.